Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. No repeat procedure was performed. The capsule was perceived to be aspirated and a chest x-ray was done to confirm if that had happened, and the chest x-ray was negative for capsule aspiration. The physician concluded that the capsule must have fell into the stomach and swallowed upon attempting to remove the capsule with forceps. The customer stated that they did not hold the pressure for the full 30 seconds before pressing the plunger, it was only held for 15 seconds. An endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and no equipment will be returned for investigation.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. Without the sample, a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.